Manufacturer narrative:
The field service engineer (fse) inspected the instrument at the customer site and discovered that valve vl160 was not properly functioning. The fse replaced valve vl160 and the hgb chamber resolving the reported issue. The instrument was verified with no further issues reported. Bec internal identifier (B)(4).

Event description:
The customer initially reported recovering low hemoglobin (hgb) results on qc samples along with erroneous high mean corpuscular volume (mcv), red cell distribution width (rdw) and platelet (plt) results when run on their dxh 800 instrument. There was no report of an adverse event. There was no report of erroneous patient results reported outside the laboratory. There was no impact to patient treatment.